Manufacturer narrative:
Device evaluation details: visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was observed kinked, and not observed damages on the shaft. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator lab sample was inserted in order to verify if there was obstruction. However, no resistance or obstruction was felt. The obstruction reported could be related to hemostatic valve dislodgement. The kinked condition observed on the dilator could be related to the handling of the device after the procedure. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the issue of hemostatic valve separation. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the kinks/dents in the dilator. The date of event was not provided. As such, field . Date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that sheath has a bad valve, the catheter does not pass through it and must be replaced. Once the carto vizigo¿ 8.5f bi-directional guiding sheath - small has been replaced, the procedure can be performed correctly. It was reported there was no damage to the dilator or the sheath. There was no occlusion when irrigating and there were no material obstructions. There were no patient consequences. The customer¿s reported issue of obstructed sheath is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device revealed that the hemostatic valve was dislodged inside the hub component. This finding was reviewed and assessed as an MDR reportable malfunction.